Event description:
It was reported that during a revision procedure performed on (B)(6) 2013, the doctor was placing screws into old existing screw holes in sclerotic bone requiring a great deal of force when the tip of two reform polyaxial drivers fractured. According to the doctor, the tips were "cold welded" into the screw head and as he was certain the tips would not interfere with any of the components of the construct, he chose to leave them in the head of the screw. No significant delay to the procedure was reported.

Manufacturer narrative:
Reported event includes two (2) fractured devices from the same lot number. As both are the same part number from the same lot number only one report is being filed. Evaluation of the fractured drivers could not identify the exact root cause, but it is possible that the driver may not have been completely secured into the pedicle screw. This would minimize the amount of load-sharing inherent in the design. When fully locked into the pedicle screw there is a shoulder which will act like a fraction plate on the screw head, absorbing some of the torsional stresses being applied to the hexalobular fitting. There is also a crossbar on the driver which resides in the saddle, which should absorb some of the torsional loads. If the driver is not securely fastened onto the pedicle screw the hexalobular fitting may consequently be exposed to excessive loading situations. Review of the receiving inspection report found that a total of (B)(4) units of this lot were received from supplier, medical machining, and released for distribution on march 8, 2013 with no deviation or anomalies. Review of complaint history did not identify a trend for reports of this nature. The associated reform pedicle screw system surgical technique guide give detailed instruction on the proper assembly of the driver to the pedicle screw. In an effort to prevent recurrence of issues of this nature, a driver-trip redesign is in development to relieve inherent stress risers in the driver-tip, e.g., sharp corners between the hexalobular driver fitting and the shoulder, which interfaces with the head of the bone screw.